Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer reported symptoms of "sweating, disoriented, couldn't speak" and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who ordered a head scan, administered an unspecified intravenous (IV), potassium caltrate and insulin for treatment for the diagnosis of hypoglycemia. There was no report of death, serious injury, or mistreatment associated with this event.